Event description:
It was reported that the device was used during a robotic prostactectomy procedure. The devices were fired under normal firing conditions and there were no broken parts noted. After they applied a few clips they heard loud crunch and the device jammed. Another device was pulled and the same thing occurred. When this device was closed, it locked down and would not open. Unsure if it had to be removed from tissue, however it was able to be taken out and was removed along with a trocar. Case completed with a third device. There was no pt consequence.